Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system with dual port had a y-site had tubing separation.

Event description:
It was reported that two bd nexiva¿ closed IV catheter system with dual port had a y-site had tubing separation during use.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that two bd nexiva¿ closed IV catheter system with dual port had a y-site had tubing separation during use. Investigation summary: received 800 unused nexiva 20ga units in sealed packages from catalog number 383536, lot number 8235504. 20 units per dispenser with four dispenser per shipper for a total of 10 shippers. One photo was submitted for review. DHR review was performed on lot number 8235504.the lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. Qn 200769632 (kinked tubing) and qn 200768793 (missing print-pkg) were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Investigation conclusion: all 800 representative returned units showed no signs of bends, cuts, holes, kinks, splits, and wrinkles in the extension tubing¿s. The extension tubing¿s were adhering to the inside clear port walls of the catheter adapters. No separation adapter from tubing was found in the representative returned units. The photo in the upper left corner displayed two used units in specimen container. Root cause description: although the returned representative unit did reveal any separation. The defect separation adapter from tubing was confirmed based on the evaluation of the submitted photo. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. Rationale: end user risk analysis review: although cause of failure could not be determined as the sample was not received for evaluation, a trend has been identified for the failure mode of detached extension tubing caused by an insufficient amount of adhesive dispensed to fully bond the tubing to the catheter adapter. Based on the information provided, the effect of the device failure was leakage that did not require medical intervention. Nexiva p-eura identifies the failure mode of extension tubing detached from the catheter adapter with cause of failure being insufficient adhesive, and it states that the effect of minor leakage has a limited severity with ranking s2. The end user effect of minor leakage has occasional occurrence of o3 (=100 ipm) for the failure mode of extension tubing detached from catheter adapter. With limited severity and occasional occurrence, the risk to the end user is acceptable. Occurrence rate of the defect is remote (=10 ipm) for batch 8235504. CAPA 684099 has been initiated to adress this issue.